Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 290 units of insulin. Additionally, the contact was able to withdraw approximately 70-180 units of insulin from the cartridge with a syringe when the pump indicated that the insulin was low. Reportedly, the customer does not manually remove the air from the pump during the cartridge load process. There was no impact to the customer's blood glucose level.